Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff was engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred confirming the reported event. There was no needle strike mark on the posterior foot. During the investigation, the plunger was inserted and the needle trajectory, needle depth and push mandrel travel were acceptable. The needle trajectory of every device is checked during the manufacturing. The posterior cuff miss is associated with needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the investigation findings, the most probable cause for the posterior cuff miss is related to the operational context of the device. A quality control audit inspection is performed to verify product quality. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint.

Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, a posterior cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Thye physician is reported to be proficient in the use of the perclose proglide device. Though requested, additional information was not provided.